Manufacturer narrative:
The pump passed displacement test and self-test. There was no display anomaly or time anomaly noted. Intermittent button response noted during testing due to corroded keypad traces. There was no battery out limit alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call of keypad anomaly on customer's insulin pump. The customer's blood glucose at the time was 600mg/dl. The customer treated with manual injection. The customer states the act, up, down, and esc buttons are unresponsive. Troubleshoot was conducted and the alarm was unable to be cleared. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.